Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image failures. Upon visual inspection, it was identified that the metal shielding was missing from the cable's hdmi connector. The hdmi connector pins were also significantly bent, therefore the cable was unable to be connected to verathon's test equipment for risk of damaging the test equipment. The verathon technical service representative confirmed that the observed damage to the cable will cause image failures. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Upon completion of the evaluation, the reported glidescope spectrum smart cable was scrapped as it had already been replaced prior to its return to verathon and there currently being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the connected monitor would flicker or blank out intermittently when the cable was moved around. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.